Event description:
It was reported that the patient had an inappropriate shock shortly post implant due to oversensing of noise via air bubbles. The therapy was programmed off to wait for the air to subside and testing. Also, an x-ray was done. Technical services advised while some testing was done. The device sensing vector is now programmed to primary after the testing was done. Therapy is now back on. The system remains implanted. There were no additional adverse patient effects.